Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. A long crack along the body was observed. No pieces were completely broken off or missing. The reported failure was confirmed. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, staff noticed that the dissection tip had cracks and was breaking at the base (back side) where the scope screws in. No replacement required because discovered at the end of the dissection portion of the procedure. Nothing had to be retrieved from the pt. The hospital did not report any pt complications.